Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the probe printed circuit board (pcb) connector was replaced. There was no additional information provided for the reason the part was replaced. As such, the reported event cannot be substantiated with information available at this time. The system was tested and found to meet product specifications. The system was manufactured on may 18, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the laser shut down at the beginning of the procedure. A failure message was displayed and the connector's ports stopped. The system was rebooted to continue the procedure. The was no patient harm.